Event description:
Boston scientific received information that this right atrial (ra) the lead had exhibited elevated pacing threshold measurements. A chest x-ray confirmed the lead tip had dislodged from the original location of implant. The lead was explanted and replaced with a new lead. There were no adverse patient effects reported.

Manufacturer narrative:
The explanted lead will be returned for laboratory analysis. Once analysis is completed, this report will be updated.